Manufacturer narrative:
This final MDR will be the only report submitted. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report #2954740-2017-00274. D2b: krd/hcg. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available.

Event description:
It was reported by a healthcare professional that a g2 cmplx fill coil (641cf0620/s10184) was used during a procedure where the coil could not be detached. The coil was delivered, but not deployed. The coil was then re-sheathed and re-deployed but the coil would not detach. The coil was removed and discarded.